Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date - 12/2018). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during an angioplasty procedure of a left upper arm fistula, the pta balloon allegedly ruptured at 15 atm. The balloon was removed in its entirety through the sheath without difficulty. There was no reported detachment of balloon material nor any vessel damage. The procedure was completed with another balloon. There was no reported patient injury.

Event description:
It was reported during an angioplasty procedure of a left upper arm fistula, the pta balloon allegedly ruptured at 15 atm. The balloon was removed in its entirety through the sheath without difficulty. There was no reported detachment of balloon material nor any vessel damage. The procedure was completed with another balloon. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was received for evaluation. The device was inflated and water was seen exiting the proximal cone of the balloon. The fibers were stripped and a partial circumferential rupture was noted on the balloon. Therefore, the investigation is confirmed for a circumferential rupture. The definitive root cause for the identified circumferential rupture could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date - 12/2018).